Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports "defective swg (spring wire guide), it bends easily, generating difficulty in the passage and requiring a double puncture to insert the catheter." Customer reports the problem was with the guidewire and dilator. It was reported that initially the device was removed and then the same device was successfully re-inserted. No patient harm reported. No medical intervention required.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports "defective swg (spring wire guide), it bends easily, generating difficulty in the passage and requiring a double puncture to insert the catheter.". Customer reports the problem was with the guidewire and dilator. It was reported that initially the device was removed and then the same device was successfully re-inserted. No patient harm reported. No medical intervention required.